Event description:
It was reported from intuitive surgical, technical service that the forcefx-c was interfaced with their robot during a robotic whipple procedure. Both bipolar and monopolar laparoscopic instruments were connected to the generator and the staff reported the bipolar instrument self-activated when closed. The robotic procedure was converted to an open whipple. The customer reported that the staff heard an activation tone/sound as if someone was stepping on a footpedal, but no one was. This happened again and then smoke was seen in the abdomen and this is when the robotic whipple was converted to the open whipple. No pt injury was observed. The customer does not know which of two generators is from the case and will be sending both generators in for evaluation. Both are used in robotic cases (sn#'s (B)(4)).

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. (B)(6). Health professional yes, operating room director. Initial reporter also sent report to FDA unk.